Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the air pen drive device seized, jammed, and was moving heavily. It was further determined that the device failed pretest for check with test bench, check external leak tightness, and check internal leak tightness. It was noted in the service record that the motor seized, jammed, and was heavy moving. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.